Event description:
It was reported that the basket of the percutaneous thrombolytic device separated from the cable during a long and difficult procedure. The basket was retrieved with a snare and there were no pt complications.